Event description:
Adverse event(s): "vision is not sharp" (blurred vision); "shadows around images" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]) a consumer reported that following bilateral intraocular lens (iol) implant surgery, her vision is not sharp. Medical records were requested and received. Following implant surgery, the consumer reported having a foreign body sensation. Reading was better with the right eye; distance vision was better with the left eye. Five months following the surgery, she reported her vision was not sharp, even with good lighting. In the months following, she reported shadows which eventually improved with glasses. She underwent a lasik procedure and reported that everything was "fuzzy" afterwards. Nearly one year following the procedure, a yag treatments were performed, after which she reported starbursts while driving at night, her visual acuity was not any better and her prescription glasses were not as sharp. She was prescribed eye drops which she stated made her eyes feel bad. At 17 months postoperatively, she reported dry eyes which caused her vision to be blurry and stated that medications prescribed were not 'doing the entire job'. Punctual plugs were placed bilaterally. Additional information has been requested. There are two medical device reports associated with this event; this report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/17/2010 and 08/18/2010 by phone, fax, and mail. Additional information was received on 08/17/2010 by phone; medical records were received on 08/27/2010. A completed questionnaire has not been received. (B)(4).